Event description:
On (B)(6) 2012, the lay user/patient's mother (reporter) contacted lifescan (lfs) alleging that the display on her son's onetouch ultralink meter cracked. The following complaint was classified based on information obtained from the customer service representative (csr). The alleged issue was discovered on (B)(6) 2012, at 8:45am. According to the csr's documentation, the patient manages his diabetes with insulin (via insulin pump) and 20 minutes after discovering the reported display issue the patient administered 1.3 units of humalog insulin. The reporter denied the patient developed any symptoms as a result of the reported meter issue. During troubleshooting, the csr noted the patient was not using the subject meter for the first time and there was no misuse of the lfs product. The lfs products were replaced for the patient. There is no indication that the product caused or contributed to a serious injury. The patient did not suffer from any serious injuries and did not receive any form of medical intervention. However, this complaint is being reported because the alleged issue remains unresolved.

Manufacturer narrative:
The meter involved with this complaint has been returned on (B)(4) 2012, and evaluated by product analysis (pa) on (B)(4) 2012, with the following findings: the meter involved with this complaint failed testing. The meter was found to have a cracked/broken lcd and the battery cover serial was also missing. The test strips were also returned. However, testing was not performed since the alleged issue pertains to a meter issue only. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.